Event description:
The initial reporter stated that the pump was stopping at the end of it's infusion and would say done on the screen with no audible alarm and it would catch them off guard because they thought the pump dose was set to infinity. They did not say if the pump dose done alarm was set to "beep when done" or "mute when done". Mmd did follow up with the initial reporter, and they stated that the patient had not experienced any adverse effects due to the complaint. They provided no additional information. (B)(4)

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation it did under infuse, but not at a rate that would be considered reportable. The pump battery also did fail, however, all of the pump alarms operated as expected. Based on this information, an MDR would not have been required.

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was stopping at the end of it's infusion and would say done on the screen with no audible alarm and it would catch them off guard because they thought the pump dose was set to infinity. They did not say if the pump dose done alarm was set to "beep when done" or "mute when done." Mmd did follow up with the initial reporter, and they stated that the patient had not experienced any adverse effects due to the complaint. They provided no additional information. (B)(4).